Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device shut down while in use on patient. Thus, the customer replaced the device. No patient injury was reported. Afterwards, they turned the device off and on again, but it was not possible to startup.

Manufacturer narrative:
For the investigation the description of the event, a photo of the logfile and the repair done on site were analysed. Other than initially reported it is assumed that the event took place on november 11th, 2019 at 10:51 pm, as the provided photo of the logfile shows a "power off" at this date. The service engineer on site found that the root cause for this was due to a faulty power supply and consequently exchanged it. In case of a power supply unit out of tolerance, the device will switch off and alarm audible with a mains failure alarm. The evita 4 opens the emergency-breathing valve in order to allow for spontaneous breathing. After plugging in a functional power supply, the device continues ventilating the patient with the previous setting. The evita 4 was repaired by exchanging the power supply. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.